Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that with the information provided the clinical root cause of the ¿chronic infection with chronic effusion¿ and subsequent revision cannot be confirmed; however, the infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined, although it is noted the patient continued to be treated for ongoing infection post revision. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
(B)(6). It was reported that, after a right thr on (B)(6) 2016 due to end-stage degenerative joint disease of both hips with vascular necrosis. Revision surgery was performed on (B)(6) 2017 due to pain. During the revision, debridement of skin, muscles and bones was performed, noting a small amount of fluid with some purulence. A pulse irrigation was performed with an antibiotic solution. Patient outcome is unknown.